Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a redo atrial flutter (af) procedure using a viking catheter they discovered fluid in the pericardium leading to tamponade. During the procedure the patient's blood pressure started to drop. They confirmed on the ultrasound that there was fluid in the pericardium. Pericardiocentesis drainage was performed. Some ablations had been performed prior to the effusion; however, all the force and impedance ratings had been within the normal range. The case was aborted at that time. The drainage was successful and there were no more patient complications. The patient is stable post procedure and expected to make a full recovery. The catheter is not expected to be returned as it was disposed of by the site. The physician does not believe the catheter contributed to the tamponade; however, the ultimate cause of the event was not determined.